Manufacturer narrative:
Evaluation summary: a visual and tactile inspections were performed. No damages noted on the luer and shaft. A wrinkled area was noted on the balloon at 12 cm from the proximal welding. The guide wire lumen was flushed and it was possible to insert the 0,018¿¿ guide wire without resistance. The purging procedure was performed with no issues. The balloon was inflated at 1 bar and its profile resulted deformed in the point of twisting. This deformation disappeared increasing the inflating pressure. Inflating at 10 bar twist of the guide wire is visible. No further issues found. Image review: media was received for evaluation. The pta procedure is shown and it is possible to confirm the candy wrap described, and clearly visible during balloon inflation. (B)(4). Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Event description:
Physician was attempting to treat a lesion in the sfa using pacific xtreme. The lesion is reported to be minimally calcified. It was reported that the device was prepped with no issues noted. During procedure, while inflating the device, the balloon catheter appeared not to inflate in the middle of the balloon. The balloon was still able to treat lesion but had to be blown up a couple of times. There was no injury to patient or clinical sequelae reported for this event.